Manufacturer narrative:
Should be april 27, 2017 not april 28, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth, age and weight are not available for reporting. Date of postoperative screw disconnecting is unknown. Additional device product codes: mni, mnh, kwp, kwq. Implanted approximately one year ago. Therapy date is approximately one year ago. (B)(6). A device history record (DHR) review was performed for part # 499.552, lot # 8784689: manufacturing location: (B)(6), manufacturing date: jan 08, 2014: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was a victim of spinal cord injury by firearm projectile in 2016, with l4 fracture requiring l2-l3-l5-s1 arthrodesis. During the initial surgery insufficiency of blockers in the sent box was verified (only 7, surgery with placement of 8 screws, without contamination of blockers during the surgery). As the patient was already anesthetized the surgeon decided to leave the l5 screw to the left without a blocker. However at 1 year return the patient presented with severe low back pain and severe deformity in the operated area. Loosening of the material in its distal portion was identified by: - osteolysis of the fixing of the screws of s1 and disconnection enters the head and the body of the l5 screw to the right. The head remained attached to the stem by the blocker but disconnected from the bolt. The patient underwent a new arthrodesis on (B)(6) 2017, replacing the l5 screws, removing the s1 screws and placing iliac screws bilaterally. There was, however, no permanent deficit for the patient (who was already paraplegic since the time of the accident). Surgical procedure was without complications. Favorable evolution; hospital discharged the patient without pain. Per surgeon, the osteolysis that caused bone s1 screws to loosen was due to the overload of the material on the sacral bone. This overload in turn was due to a failure of l5 fixture (left by the absence of blocker and to the right by loosening of the screw head). This complaint addresses postoperative issues of s1 level screw loosening and disconnection of right l5 level screw. The intraoperative issue of blocker (locking cap) missing during initial surgery is reported under complaint (B)(4). Concomitant devices reported: 5.2mm ti click'x pedicle screw preassembled 40mm thread length (part # 499.552, lot # 8767839, quantity 1); 5.2mm ti click'x pedicle screw preassembled 35mm thread length (part # 499.551 lot # 8593112, quantity 1); 5.2mm ti click'x pedicle screw preassembled 35mm thread length (part # 499.551, lot # 7942649, quantity 1); 6.0mm ti soft rod 150mm (part # 498.154, lot # 8708913, quantity 1); 6.0mm ti soft rod 150mm (part # 498.154, lot # 9023296, quantity 1); ti click'x locking cap for ti 3-d head (part # 498.570, lot # 8895051, quantity 1); click'x locking cap for ti 3-d head (part # 498.570, lot # 9569162, quantity 6). This report is for one (1) 5.2mm ti click'x pedicle screw preassembled 40mm which disconnected at right l5 level. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Manufacturer investigation was conducted. Part not received in the original packaging. Information etched on product match to complaint system and DHR. The screw is disassembled by the body component. Investigation summary: according to the complaint description, a screw fell apart. DHR review: the lot 8784649 was manufactured in january 2014. All the inspections performed according to inspection sheet passed. No anomalies have been reported at the assembling operation performed according the work instruction which requires an assembling and a 100% functional test of the correct assembling. No ncrs were generated. Review of the device history records of assembled and components showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 8784649 was manufactured starting from the raw material lot 16642/ art. 60010214. The certificate of the raw material lot 16642 has been reviewed: in the certificate it is reported that the materials fulfil the specification product inspection: the returned part was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix. The visual inspection didn¿t identify any evidence of nonconformance manufacturing related all the relevant measurable features of the involved screw have been reinspected and resulted conforming to spec. The body components are visually damaged post production and are no more measurable. The functionality of the assembled screw cannot be reinspected due to the serious post production damage of the body components but as reported in the DHR review section this screw was assembled and 100% functionally tested at the time of manufacturing and no anomalies have been reported. No evidence of nonconformance manufacturing related found. Conclusion: considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence the screw and body have been returned disassembled (fallen apart) but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part is returned to customer quality as per procedure corrected data: common name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.